Event description:
Pt over ultrafiltrated by 1.7 kg during hemodialysis treatment. There was no medical intervention or hospitalization required. The facility reported the pt in stable condition at the time of the event.